Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was "broken." The lead was capped and replaced.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) impedance, high sensing integrity counter (sic) counts, oversensing and low right ventricular (rv) impedances. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.